Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during a meniscus repair operation implants peeks that were applied to the patient were returned. There was no back-up device available to complete the procedure. No significant delay or patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: additional information was received from reporter stating that procedure was completed with the same device. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.